Manufacturer narrative:
A titan touch pump, and cylinder 1 and 2 were received for evaluation. Evaluation revealed a separation in the longer pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed a group of uniform striations, indicating contact with unshod instrumentation. Microscopic evaluation revealed surface abrasion on the longer pump exhaust tubing and pump inlet tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump. Evaluation revealed a separation in the cylinder 1 exhaust tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed a group of uniform striations. Microscopic evaluation revealed a burn-like mark on the cylinder 2 bladder, indicating contact with cauterizing instrumentation. Microscopic evaluation revealed surface abrasion on the cylinder 2 exhaust tubing and strain relief. No functional abnormalities were noted with cylinder 2. Because the available information did not indicate what factors may have contributed to the reported empty pump, and because no functional abnormalities were noted, the cause of this reported event could not be determined. Based on examination, it was concluded that the observed separations in the longer pump exhaust tubing and the cylinder 1 exhaust tubing occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. D4 lot: 5637067.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to an empty pump.